Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 2.7mm x 18mm non-locking hexalobe screw (part number 30-0348-s, batch 30-0348-s) was examined visually under magnification. The returned screw was confirmed to have physical batch number 555274. The overall screw length was measured to confirm fracture point. The screw head portion measured .197" and the screw shaft portion measured .606", indicated that the fracture occurred in the nominal shaft section of the screw threads. There was visible deformation and wear within the edges of the hexalobe recess of the screw and along many of the screw threads close to the fracture plane. However, it is not possible to know if this damage occurred during the insertion and fracture of the screw or during the removal of the broken screw. Material at the fracture site appeared brittle which indicates a single overloading event caused failure. The angled fracture surface across the thread at the fracture site indicated a torsional fracture caused by the application of excessive force. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery the 2.7mm x 18mm non-locking hexalobe screw (part number 30-0348-s, batch number 557662) broke. The screw tip threaded portion was removed from the patient's body. The surgery was completed with no delay. No other adverse patient consequences were reported.